Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported by the customer that upon incoming inspection, a large hole in the packaging (plastic) was noticed. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer that upon incoming inspection, a large hole in the packaging (plastic) was noticed. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.